Event description:
The customer reported that the insulin pump alarmed multiple times during normal use. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump also alarmed after a battery change due to a broken solder joint.